Event description:
This lead was removed and replaced due to high impedance readings. There was also damage observed at the tie down location. There were no adverse pt events reported. Should more info become available, this file will be updated.